Event description:
Customer reported a blank display on the insulin pump. She reported that she changed the battery and then received a battery out limit alarm. The blood glucose reading was not known. She stated that the insulin pump had scratches on the case but had not been dropped or bumped or exposed to moisture. She stated that the contacts on the battery cap were not missing or corroded and that the battery compartment and spring were not damaged or corroded. She was advised to change the battery and stated that the display did return. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.